Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer had lost communication with the analyzer. Concomitant medical products: product ID 2090w, programmer; product ID 2067, radio frequency programmer head. (B)(4).

Event description:
It was reported that the software analyzer would not "read", that there was no connection to the programmer. The analyzer was returned for service. No patient complications have been reported as a result of this event.